Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on an unknown date. The continuous glucose monitor does not work because of which customer was not able to get accurate insulin and it cause high and low blood sugar. Because of inaccurate insulin doses customer induced low blood sugar customer was in coma at the hospital. The insulin pump will not be returned for analysis.